Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no air flow due to accumulated foreign material, clogging the nozzle. This finding was due to incorrect or insufficient reprocessing of the scope. Upon further inspection, a scope communication error (e204) was observed. The contacts were cleaned however the distal end insulation test did not pass standard due to leakage. It was observed that the scope connector cover and the plug unit was cracked. It was also observed that the objective lens and light guide lens was broken. It was lastly observed that the connecting tube and universal cord was buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope can no longer be inflated. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, a scope communication error (e204) was also observed, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported issue as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage where the foreign material remained, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.